Event description:
A healthcare provider (hcp) reported that a patient was not getting good results since their implantable neurostimulator (ins) change-out in (B)(6) 2016. They were in the hospital for unrelated medical issues and it was reported that the patient had a couple of falls. They were not sure if it contributed to the impedance issues they were having at the time of the report. The hcp reported that when impedance measures were taken they saw >4000 ohms when tested at 1.0v and 210pw on bipoles. C1, c2, c3, c4 equaled 1049 ohms <(><<)>15ua. They tried creating a program using >4000 pairs and increase stimulation and the appropriate sensory response was not felt. They didn't try programming stimulation on bipoles and they stated the patient is feeling stimulation on case values. The hcp was going to follow up with the patient at the hospital to retake impedance measurements at higher voltage and pulse width to see if impedances change or improve. It was noted that the testing was at 1.5v, 360pw and/or 2.0v 360pw. The patient was running at 2.0v for normal programming. The ins was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.